Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt received a knee implant (B)(6) 2014 and was revised due to loosening of the tibial component.